Event description:
It was reported that during a capture test, it was noted that there was loss of capture. It was suspected that the pvcs coming in caused the device to see loss of capture from the pace or the algorithm not recognizing capture as capture. Further investigation and programming changes were discussed. No patient symptoms were reported.